Event description:
Patient on cardiac catheterization laboratory table for a complicated atrial flutter ablation, followed by a permanent pacer insertion, followed by a av, atrio-ventricular, node ablation. At the end of the case, the grounding pad was removed from the patient's left hip and along the upper corner, redness of the skin and a single blister was noted. Bacitracin and tegaderm were applied. The grounding pad was properly placed per manufacturer's guidelines. During this case, the amount of ablations and higher wattage required may have contributed to the burn. (Many ablations using 70 watts.)